Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon device interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The device was reprogrammed. The patient was stable throughout the event.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously submitted report to include report source of study.